Manufacturer narrative:
The inner cannula stopping position is controlled by the myriad console, which is the control unit for the myriad system. During the case on (B)(6), a significant amount of saline was delivered to the surgical site using devices other than the myriad (much more saline than is considered normal). Some of this saline made contact with the back end of the handpiece and flowed through an opening that is normally occluded with an adhesive. The saline made contact with electrical connections within the handpiece, which interrupted electrical signals traveling between the handpiece and the console. This resulted in the potential for the inner cannula to stop in the near-closed position. This was not observed during the case and the patient was unharmed. This failure occurred with two consecutive handpieces. The root cause of this failure was misuse by the end user. The devices were used in a way that compromised a glue joint which created an opening for saline to flow into them. This use was not consistent with the provided instructions for use. As of the date of this report, there have been over (B)(4) uses of the myriad handpiece. (B)(4).

Event description:
The inner cutting cannula within the handpiece reciprocates to cut tissue. This cannula normally stops such that the aperture at the tip of the handpiece is at least 50% open. If the aperture stops in a near-closed position, tissue may not be completely cut and may be entrained within the aperture. If this is not apparent to the end user, he/she may remove the handpiece from the surgical site and in the process, unintentionally tear health tissue that is adjacent to the tissue entrained within the aperture. This may result in injury to the patient.